Event description:
Event description: guidant received information that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population expired for unspecified cause. The family of the pt retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction.

Manufacturer narrative:
Not returned. Event conclusion: as of this report, the device has not been returned to guidant for analysis. There is no additional information related to this event. Guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On june 17, 2005, guidant issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august 2004. This device was manufactured before august, 2004 and is included in this population. Guidant does not have sufficient information to determine that this device behaved in the manner described in the advisory.